Manufacturer narrative:
Additional narrative: additional device product codes: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020, that when the surgeon was inserting the final locking screw, the screw would not lock into the plate. The surgeon used the coaxial drill guide, with four (4) prongs pushed into the plate hole cloverleaf cutout, to drill the hole at a nominal angle. When inserting the variable angle screw with the torque limiting screwdriver, the screw head spun against the plate, and did not lock into the plate. The surgeon then drilled another hole at the nominal angle, with the coaxial drill guide, and attempted to insert an lcp screw. The lcp screw would not lock into the plate hole. The two (2) screws, that would not lock, were removed, and the plate hole was left empty. The surgeon is concerned that this construct would not have enough structural integrity as it would with the additional locking screw. There was a five (5) minute surgical delay. Patient outcome was unknown. Concomitant devices reported: variable angle locking drill guide (part number 03.211.003, lot unknown, quantity 1), handle for torque limiting attachment (part number 03.110.005, lot unknown, quantity 1), torque limiting attachment (part number 03.110.002, lot unknown, quantity 1), stardrive screwdriver shaft (part number 314.453, lot unknown, quantity 1), 2.7mm va lckng screw slf-tpng with t8 stardrive recess 16mm (part number 02.211.016, lot unknown, quantity 1), 2.4/2.7mm va-lcp first mtp fusion pl/med/0 deg/left (part number 02.211.237, lot unknown, quantity 1). This report involves one (1) 2.7mm cortex screw slf-tpng with t8 stardrive recess 20mm. This is report 1 of 3 for (B)(4).

Event description:
Updated concomitant devices reported: variable angle locking drill guide (part number 03.211.003, lot unknown, quantity 1), handle for torque limiting attachment (part number 03.110.005, lot unknown, quantity 1), torque limiting attachment (part number 03.110.002, lot unknown, quantity 1), stardrive screwdriver shaft (part number 314.453, lot unknown, quantity 1), 2.7mm va lckng screw slf-tpng with t8 stardrive recess 16mm (part number 02.211.016, lot unknown, quantity 1), 2.4/2.7mm va-lcp first mtp fusion pl/med/0 deg/left (part number 02.211.237, lot unknown, quantity 1), screw (part number unknown, lot unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part/lot (202.880s/l558916) combination are unknown at synthes gmbh, no DHR review possible. There is no picture available for the mentioned item therefore no picture review could be performed and is rated as not confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.